Manufacturer narrative:
Device has not yet been returned to manufacturer for evaluation. Follow-up will be filed as necessary based upon results of investigation.

Event description:
It was reported the unit needs to be exchanged due to unspecified "defects." No patient involvement or adverse consequences were reported.